Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 402 mg/dl. The customer treated with manual injection. Customer declined to troubleshoot for high readings. The customer said the pump received a pump error alarm. Troubleshooting was performed and the pump passed. The product was not returned for analysis.